Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was implanted approximately 8 months ago, and an improvement in cardiac function was observed; however, the patient developed an infection. This resulted in surgical intervention to explant this device, including the leads. The patient underwent treatment for the infection, and a new system was successfully implanted. No additional adverse patient effects were reported.